Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient¿s baseline 1st degree atrio-ventricular (av) heart block worsened. Hypertension and an accelerated junctional rhythm also were observed. No treatment was given and the conditions were reported as resolved a week later. Two days post-implant, the patient developed atrial fibrillation, which was treated medically and reported as resolved three days later. Subsequently it was reported that one week post-implant, the patient experienced complete heart block and type 1 second degree av heart block. A permanent pacemaker was implanted, resolving the conduction issues. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conduction disturbances such as complete heart block, wenckebach and 2nd degree av block are known per the corevalve instructions for use (IFU), are potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based), and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was received and has been added. If information is provided in the future, a supplemental report will be issued.